Manufacturer narrative:
(B)(4). Batch # p91g8n. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that the device was broken on the lower jaws of the clamp after 15 uses. The device has been discarded. No information if it was before, during or after a procedure. No patient consequences